Manufacturer narrative:
The reported lead fracture was confirmed. The is-1 pace/ sense outer coil was fractured due to fatigue at the distal end of the connector assembly. This fracture is consistent with the reported field observations of noise and inappropriate therapy.

Event description:
It was reported that inappropriate therapy due to noise was observed. Fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.